Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after applying a great pressure on button 1 of a 5f mynx control vascular closure device (vcd), the operator successfully pressed button 1 during the procedure, but a strange noise was heard and the cannula which covered the sealant detached. The user opened a new mynx control of the same box and tried to replicate the procedure outside the patient, and the same problem happened. Hemostasis was achieved using manual compression for 15 minutes. There was no reported patient injury. The sales representative was present and able to verify the tension indicator was correctly positioned. The operator had no issue using a mynx control from a different lot on a separate patient. The sales representative is going to exclude any issues with storage conditions. The vcds were used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. The device was used with an 11cm 5f avanti sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than 5 mm, and there was no vessel tortuosity. The device was stored and prepped according to the IFU. No damage was noted to the button, but it was pressed with great difficulty and an unusual sound was heard. The device storage temperature did not exceed 25 °c, and there were no kinks in the sheath or device after removal. The devices are being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after applying a great pressure on button 1 of a 5f mynx control vascular closure device (vcd), the operator successfully pressed button 1 during the procedure, but a strange noise was heard and the cannula which covered the sealant detached. The user opened a new mynx control of the same box and tried to replicate the procedure outside the patient, and the same problem happened. Hemostasis was achieved using manual compression for 15 minutes. There was no reported patient injury. The sales representative was present and able to verify the tension indicator was correctly positioned. The operator had no issue using a mynx control from a different lot on a separate patient. The sales representative is going to exclude any issues with storage conditions. The vcds were used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. The device was used with an 11cm 5f avanti sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than 5 mm, and there was no vessel tortuosity. The device was stored and prepped according to the instructions for use (IFU). No damage was noted to the button, but it was pressed with great difficulty and an unusual sound was heard. The device storage temperature did not exceed 25 °c, and there were no kinks in the sheath or device after removal. One non-sterile 5f mynx control vascular closure device was returned for investigation. Also, one photo of the device was provided for review. The image shows the distal end of a mynx device with the balloon appearing previously inflated and the sleeves showing apparent damage, possibly kinking. However, due to the photo quality, the exact nature of the damage could not be determined. No additional anomalies or notable details were observed in the image. Visual inspection of the returned device showed that both button 1 and button 2 were fully depressed. The stopcock was open, with a cordis mynx syringe attached to the unit. The sealant was not returned for evaluation. The sealant sleeves presented no abnormal conditions. A 5f cordis brite tip catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no damage or abnormalities. Additionally, the internal mechanism was reviewed as received, and no damage or anomalies were observed. A dimensional analysis was conducted to measure the slit length of the sealant sleeve using a calibrated ruler. The measured slit length was within the specified acceptance range. Per functional analysis, button depression could not be performed, as the unit was received already deployed, with button 1 fully depressed and the sealant not returned. The insertion/withdrawal simulation could not be fully executed because the csi was already inserted upon receipt; therefore, only withdrawal could be performed. No resistance or friction was noted during csi withdrawal. A high-magnification microscopic evaluation was performed to examine the sealant sleeves. No abnormal conditions were observed during this analysis. Compatibility with the 5f cordis brite tip csi was visually confirmed, as the sheath was returned inserted on the device. Visual analysis verified that the sheath size matched the french size required by the device IFU, confirming compatibility. The reported event of ¿button #1-actuation difficulty¿ could not be observed through analysis of the returned device since the device was returned with button 1 fully depressed. Additionally, the reported event of ¿sealant sleeves (cartridge assembly)-separated¿ was not observed through analysis of the returned device since there were no damages or anomalies noted to the sleeves. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported difficulty depressing button 1 and the detachment of the cannula covering the sealant, as no anomalies were noted with the returned device. Procedural/handling factors, such as attempting to depress button 1 before the tension indicator was properly aligned with the handle marks, may have contributed to the difficulty reported. Regarding the reported detachment of the sealant sleeves (described as the cannula covering the sealant), no issues were identified with the component. Although possible damage was suggested during picture analysis, this could not be confirmed with the returned device and may have reflected device angulation rather than an actual defect. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.